Event description:
The customer reported incorrect effluent and replacement weight change alarms 10 times. The machine was not giving the appropriate rate of fluids: it was giving 900 ml instead of 1000 ml in one hour.